Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and the mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2013 and the mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2016 during which the surgeon note it simply folded over and gone down into the scrotum on the cord structures. The mesh on the left side was noted to be similarly pulled free both medially and laterally. It was reported that the patient experienced mesh migration, intractable and severe chronic pain. The other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/26/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.